Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at customer site. The customer reported complaint of the system exhibiting tcmid:05 error was confirmed during functional testing and archive review. The root cause was determined to be a loose connection of the internal temperature probe to the processor board. Visual inspection was performed and found no physical damage. Initial functional testing failed as the thermogard displayed the tcmid: 05 error message upon start. A review of the event log was performed and found tcmid:05 error to have occurred on the reported event date. Following the service, the thermogard console passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was used for ivtm therapy. During the cooling phase console displayed a tcmid:05 (coolant diif failure) error message. Console was rebooted several times; however, tcmid:05 error persisted and according to the reporter, a second tgxp console was used to continue the treatment. No known impact or consequences to the patient. No other information was provided.